Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not feel any stimulation on his programmer. He changed the batteries but this did not resolve the issue. The patient kept getting the lightning bolt icon and a question mark. The patient programmer would be replaced in the future. The issue was not resolved as of (B)(6) 2021.  No surgical intervention occurred or was planned. The patient was alive with no injury.